Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported product was not functional. Did not roll correctly. Another hst was used to completed case. No delay in case. No patient info was provided. There were no effects to the patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b3, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. A lot history record review was completed for lots 3000492747, 3000490582, and 3000488966 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.